Event description:
A customer reported an event of a "white fog" (haze) emitting from the sterrad(tm) nx sterilizer after the start of a standard cycle. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The fse was dispatched to the site and replaced the vacuum pump, oil mist filter and catalytic converter to resolve the haze/mist/vapor issue and the unit was restored to specifications. Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and analysis. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic converter and vacuum pump . The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.